Event description:
It was reported that the pump failed accuracy testing. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was cracked and the lcd lens was scratched. Functional testing included three separate accuracy tests. The pump was found to be delivering within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.